Event description:
It was reported that during a mastectomy procedure, the surgeon had fired ten clips and then the device locked out. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Anti-backup failure, orange indicator over traveled. The analysis results found that the (B)(4) device (a) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Due to the anti-backup feature was non-functional two unformed clips were fed; the remaining clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. These findings are not related to the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the (B)(4) device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, the advancer was noted to be disengaged from the feed bar. It could not be determined what may have caused the found condition of the advancer. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device b additional information: (B)(4), expiration date: 01/2015, manufacturing date: 02/2010. Device fired through lockout.